Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection was performed. A device history record review was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was determined to be one or more cycles that advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:18:01. During night drain cycle three, the patient's ultrafiltration reading was 2005ml, indicating the home patient drained 2005ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received, and an evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.